Event description:
In 2009: patient fingerstick had inratio 3.1 compared to same day lab 2.5. Four days later: cleaned meter with alcohol swab and ran another comparison; inratio 2.6, 10 min later lab 2.4. Patient target range 2-3. Patient not on heparin, lovenox. Doctor lowered her coumadin about 3 weeks prior when her inr was 3.4. She has been on this low dosage since then. No other medication change. Not anemic or cancer patient. Patient's husband provided other results collected since about one month prior.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 3.1, lab: 2.5, mean: 2.80, confidence limits: 1.7-3.8. Per event details, tests were done at 45 min intervals. It's been noted the doctor lowered her coumadin dosage three weeks prior. Inr results such as 2.1, 3.4, 2.7, 3.4, 2.9, and 4.4 are excluded from comparison test. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is expected to return. No further investigation will be required. Investigation on additional information provided by customer: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user: date: one month later, inratio: 2.6, lab: 2.4, mean: 2.50, confidence limits: 1.6-3.4. Test are done 10 min. Interval between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of about three weeks later, 17 discrepant results complaints were reported for lot # 214530 yielding a complaint rate of 0.028%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Product deficiency was not established; no corrective action required at this time.